Manufacturer narrative:
Device analysis report attached. This report is submitted on december 7, 2023.

Manufacturer narrative:
This report is submitted on november 10, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to pain and non-auditory sensation. There are no plans to re-implant the patient with a new device as of the date of this report.